Manufacturer narrative:
Pt information not provided by the reporter. Lot # requested but it was not provided. (B)(4). Mfg date: unknown as no lot # was provided. Event evaluation: a dimensional verification along with a review of the complaint history, drawings, instructions for use (IFU), quality control, trends and a visual examination was conducted during the investigation. The visual examination noted that one, 7.0 fr sheath was returned without the dilator. It was separated from the fitting, but no damage to the sheath shaft was observed. . Visual inspection of the sheath showed no elongation or damage to the shaft of the sheath. The flare was checked using a go/no-go gauge, and was verified to be of adequate size. However, the flare did appear slightly slanted and stretched. The cap was also pin gauged to check that it was within the specified tolerance; which revealed the cap was out of specification. The IFU lists steps for removal of the sheath which include, "insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit." Based on the information received, the root cause was determined to be related to manufacturing and patient anatomy. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. A health risk assessment was used to assess the risk, and the risk to the patient was identified as low. Therefore, no action is required at this time. Pt information not provided by the reporter. Lot # requested but it was not provided. (B)(4). Mfg date: unknown as no lot # was provided. Event evaluation: a dimensional verification along with a review of the complaint history, drawings, instructions for use (IFU), quality control, trends and a visual examination was conducted during the investigation. The visual examination noted that one, 7.0 fr sheath was returned without the dilator. It was separated from the fitting, but no damage to the sheath shaft was observed. . Visual inspection of the sheath showed no elongation or damage to the shaft of the sheath. The flare was checked using a go/no-go gauge, and was verified to be of adequate size. However, the flare did appear slightly slanted and stretched. The cap was also pin gauged to check that it was within the specified tolerance; which revealed the cap was out of specification. The IFU lists steps for removal of the sheath which include, "insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit." Based on the information received, the root cause was determined to be related to manufacturing and patient anatomy. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. A health risk assessment was used to assess the risk, and the risk to the patient was identified as low. Therefore, no action is required at this time.

Event description:
During the procedure, the sheath separated inside the patient. The procedure was completed with a new sheath. The physician noted that he felt as if this occurred due to the patient's scarred groin rather than product failure. No harm to the patient was reported. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation. (B)(4).

Event description:
During the procedure, the sheath separated inside the patient. The procedure was completed with a new sheath. The physician noted that he felt as if this occurred due to the patient's scarred groin rather than product failure. No harm to the patient was reported. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.